Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm. Customer's blood glucose at the time of the call was 151 mg/dl. Customer stated that the insulin pump restarted unexpectedly, the pump was store for 8 hours without battery. The alarmed occurred during normal use of the device. The device will be replaced.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the insulin pump was monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm alarm were noted. (B)(4).